Manufacturer narrative:
A system check passed on (B)(4) 2011, and a calibration passed for troponin (accutni) on (B)(4) 2011. All three levels of qc for accutni had resulted in ind flags. Bci hotline was able to locate a miss- loaded accutni reagent pack. After removing and discarding the miss-loaded accutni reagent pack, the customer ran qc and all accutni qc recovered within the specifications. The customer also verified all other reagent packs on the instrument. Service was not dispatched for this event. Use error was the root cause for this event. Troubleshooting resolved the issue.

Event description:
A customer contacted beckman coulter, inc. (Bci) to report troponin (accutni) results of ind flags generated by access 2 immunoassay system for 6 patient samples and all tree levels of qc. No erroneous results were reported out of the laboratory. Repeat testing on an alternate instrument produce results which were released from the lab. The results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Ind = indeterminate.